Event description:
It was reported that during implant, the suture sleeve broke into two. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.